Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed a passed. Exterior physical visual inspection: passed. Voltage measurement: passed 0.21 vdc. Pairing with (B)(4) bluetooth device/download: failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.